Manufacturer narrative:
The dispatched service technician determined that the ps500 battery set was being found out of specification and could not hold the required charge. Additionally the provided log files were analyzed. The investigation revealed that the ps500 batteries had reached their end of lifetime as they were installed in oct. 2015 and were not replaced according to the timeframe stated in the voluntary recall published by draeger. This condition resulted in a shortened battery operating time. According to the logfile, the device had posted the alarm message «battery low» prior to battery depletion. The alarm message «battery discharged» could not be raised in the specified timeframe due to the worn-out battery condition. The device stopped ventilating and the airway system was opened to ambient. A voluntary recall has been initiated in reaction on previously reported problems in relation with lead-acid batteries of the optional power supply unit ps500 and has been already reported to FDA. The customer has been informed about the safety notice. Although the customer was aware of this safety notice, he decided to make the device not available for a battery replacement.

Event description:
The customer reported that while the ventilator workstation was connected to an organ donor patient that was already deceased, the ventilator workstation was unplugged from ac power. Before the ac power was disconnected, the battery charge indicator showed a half charge. The battery charge indicator went from half charge to zero charge and the ventilator workstation shut off within 15 minutes. The audible power fail alarm sounded when the ventilator workstation powered off. No further consequences were reported.